Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of smelling insulin and found that insulin was leaking at the reservoir and infusion set connector. It was reported that there was a split in infusion set. Customer's blood glucose was 600 mg/dl. Customer was advised to return supplies for analysis.